Event description:
It was reported that the patient claimed the pump of this inflatable penile prosthesis (ipp) was not working. However, after revision, the pump was found to be working fine; the physician suspects the patient had difficulty operating the pump correctly. A surgical procedure was performed to remove the ms pump and implant a new tenacio pump. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed; however, the allegation was fundamental on an inadvertent/unintentional interaction between user and device. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient claimed the pump of this inflatable penile prosthesis (ipp) was not working. However, after revision, the pump was found to be working fine; the physician suspects the patient had difficulty operating the pump correctly. A surgical procedure was performed to remove the ms pump and implant a new tenacio pump. No patient complications were reported.